Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump powered on with no observed issues. A rewind, load and prime sequence were successfully performed. The black box showed no unusual fluctuation of the battery voltage that would indicate an issue. The pump was tested with an external power supply and idle, sleep, rewind and load currents were all are within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside pump. The complaint could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.